Event description:
Pt underwent closed reduction following dislocation approx 7 months post operatively.

Manufacturer narrative:
A review of the mfg device history record indicates the device was mfg to spec. Devices remained implanted in pt.